Event description:
It was noted during the review of performance data collected from the device that the right ventricular lead had high pacing impedance and an alert was triggered. The lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).